Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt intermittently failed essential performance testing. The cause for the failure was isolated to the electrode belt distribution node. The pulse wire heat shrink pulled off of the pulse wires in the distribution node, exposing the pulse wires and causing them to intermittently short. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing service code 204 (belt/monitor unusable).